Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted with 2 leads (from the same lot) as part of her axium neurostimulator system. It was reported the patient experienced headaches following an implant procedure. Three blood patches were performed and the patient's headache has resolved.